Manufacturer narrative:
This report is submitted on may 17, 2024.

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at receiver stimulator area. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 27, 2024.

Manufacturer narrative:
Per the clinic, the patient underwent a debridement procedure (specific date not reported) and was placed under general anesthesia on (B)(6) 2024.